Manufacturer narrative:
Company representative evaluated the unit. Correction includes replacement of cpu board. The unit was calibrated and safety tested to factory specifications.

Event description:
Customer reported an issue with the dpm 3 monitor display which may have affected patient monitoring. No pt injury reported.